Event description:
It was reported that in (B)(6) 2012, the patient visited the surgeon complaining of increased pain in the hip. The surgeon performed surgery to remove the cage and was told it would take about a year for the pain to subside. Took 6 weeks of physical therapy which helped temporarily. Intense pain immediately after. The patient couldn't get an appointment for 2 months. Pain was affecting his sleep, he has a limp and taking pain medication. Saw doctor on (B)(6). Got appointment and has taken anti inflammatory medication, cortisone shots and resumed physical therapy 7/24 (physical therapy ended on (B)(6) 2012). Scheduled to see doctor again on (B)(6) 2012.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat# 6260-9-036, lot # mjrpya, description: v40 cocr lfit head 36mm/-5; cat # 502-03-54e, lot # mjt1h2, description: primary tritanium hemi cluster hole cup 54mm; cat # 623-10-36e, lot # mkamdv, description: trident 10x3 insert 36mm ID; cat # 6704-3-080, lot # g3001254, description: trochanteric grip with 2 cable; cat # 2030-6525-1, lot # mrd5mv, description: 6.5 cancellous bone screw 25mm; cat # 2030-6535-1, lot # mjrd27, description: 6.5 cancellous bone screw 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.